Manufacturer narrative:
Evaluation of the returned red43 confirmed a fracture and revealed stretching at the fractured location. If the red43 is retracted against resistance during use, damage such as stretching and subsequent fracture may occur. Further evaluation of the red43 revealed multiples kinks along the catheter shaft. This damage was incidental to the complaint and the root cause of this damage could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. Placeholder.

Event description:
The patient underwent a thrombectomy procedure in the left m2 segment of the middle cerebral artery (mca) using a penumbra system red43 reperfusion catheter (red43), a benchmark bmx96 access system (bmx96), a penumbra system red72 reperfusion catheter (red72), and a guidewire. During the procedure, the physician completed one pass with the red43. Next, after removing the red43 to aspirate through the red72, the physician noticed that the red43 had fractured at the distal location. It was reported that the distal end of the red43 was contained within the bmx96 and was flushed out on the back table. The procedure was completed with a new red43. There was no report of an adverse effect to the patient.